Event description:
The hcp reported that the pt was supposed to return to the clinic for a refill in 2007, but was incorrectly scheduled to return on the following month. When the pt did return, telemetry confirmed that both the non-critical alarm for low reservoir and the critical alarm for empty reservoir were occurring. A non-critical alarm test was done with the pt's mother, but she stated that she hadn't heard the alarm. The pump was refilled. There were no pt symptoms reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal.